Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: march 24, 2016. (B)(4) note: this complaint issue occurred one (1) additional time, therefore a separate medwatch form 3500a has been completed for the other case.

Event description:
End user reports that the opening in the mass is sharp and cuts into the stoma prior to the time period in which the wafer swells up. He believes that this would not happen with a change in the design of the device. He states that it has cut into the stoma on two separate occasions in the last 1 1/2 years. No medical treatment was required.